Event description:
It was reported that during a surgical procedure, two burs broke. It was also reported that there was a slight delay to obtain a replacement device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the first bur that broke.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, two burs broke. It was also reported that there was a slight delay to obtain a replacement device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the first bur that broke.